Event description:
It was reported to philips that the device had unspecified errors reported. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.